Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, and alarm recurred even after attempts to resume use. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to clean speaker holes, remove and reconnect cartridge, and then load new cartridge, but issue persisted. While a replacement was arranged for the customer, the customer reverted to manual insulin injections for backup insulin therapy.